Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for review and evaluation of the presenting electrogram (egm) of the patient with this cardiac resynchronization therapy pacemaker (crt-p) system after a syncopal episode. It was noted patient was in an atrial flutter. Upon review, the egm appeared to show left ventricular (lv) lead channel pacing being inhibited by oversensed lv signals. It was also noted that chest xray was performed and the images revealed a dislodgement of the right ventricular (rv) lead. Ts discussed lead programming optimizations. At this time, the lv lead remains in service. No additional adverse patient effects were reported.